Event description:
The healthcare professional reports the implant was inserted (B)(6) 2025 in the patient's mouth. On (B)(6) 2026, loss of osseointegration was reported. According to the information, the patient is a healthy. According to the information, the patient has poor hygline . Observed during the event: bone loss/mobility/infection. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.